Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, e1, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture. Device has been explanted and replaced with non abbvie device.